Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up. Upon interrogation multiple episodes with atrial lead noise were noted on the egms. The noise on the atrial lead was reproducible. Threshold, sensing and impedance values tested normally on the lead. The lead will be monitored at this time to determine if intervention is necessary. The patient was stable.